Event description:
The facility reports the hanger bar detached from the hoist, dropping the resident. The full extent of the injuries are unknown, but there was possible bruising to the lower body and shock. The pt was examined in the accident and emergency department at the hospital.